Manufacturer narrative:
This report is being submitted to provide information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reported issue angular lock damaged was confirmed. The following findings were also noted during device evaluation: lock engagement knob has a chip, due to damage on up/down knob, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on bending section cover has a chip, crack and white clouded area, paint on suction-cylinder is peeled, adhesive around objective lens is peeled, adhesive around light guide lens is peeled, and scratches and dents found throughout the device. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material was unable to be specified. The root cause of the foreign material remaining in the subject device was unable to be specified. Based on the obtained information, the foreign material was unable to be specified. Based on the obtained information, the cause of the foreign material remaining was unable to be specified. Based on the obtained information, the cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. It was confirmed that the foreign material residue point was free of deformation. A device history review revealed it was confirmed that the device was shipped in compliance with the specifications. It was confirmed that the subject device was free from non-conformity in manufacturing. This issue is addressed in the instructions for use (IFU): instructions, operation manual for evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the evis lucera gastrointestinal videoscope had angular lock damaged. Upon inspection and evaluation, clogged nozzle and foreign object came out of the suction channel/forceps channel. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.